Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they don't think the therapy is working. The patient stated sometimes they were feeling a little shocking but now they don't feel anything. Agent asked patient if they have had any differences on their symptoms and patient stated either saturday or sunday they were moving something with their patient representative (rep) and they got a sharp pain in their stomach. The patient was redirected to their healthcare provider (hcp) to further address the issue. They were moving something and the don't feel stimulation since then.